Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this issue was determined to be a design/process issue.

Event description:
During an atrial septal defect procedure, after insertion into the patient, it was noted that the tip was fractured. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.